Manufacturer narrative:
The t:slim user guide states that if insulin delivery has stopped for more than 15 minutes, the resume pump alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the pump history indicated that the customer had received a resume pump alarm. The customer's blood glucose (bg) level was over 600 mg/dl with ketones and a correction bolus was delivered to address the bg level. The customer was admitted to the hospital on (B)(6) 2016 for dehydration with a bg level of 693 mg/dl and was treated with insulin injections. The customer was discharged on (B)(6) 2016 and the bg level was back in the target range. Tandem technical support discussed the resume pump alarm with the contact and the contact acknowledged the information.